Manufacturer narrative:
Device evaluated by MFR:the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the ilab ultrasound imaging system motordrive unit stopped working during pullback. The target lesion was unspecified and calcification was unknown. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR# 2134265-2012-08281 and 2134265-2012-08282.